Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported neurologic dysfunction, as well as a direct correlation to heartmate 3 lvas, serial number (B)(6), could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. No further related complaints have been reported at this time. Heartmate 3 lvas IFU, is currently available. This IFU lists other neurological events (not stroke-related) as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system in section 1 ¿introduction¿. Neurological dysfunction is also listed as a potential late postimplant complication that may be associated with the use of the heartmate 3 left ventricular assist system in section 6 ¿patient care and management¿. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed. The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4).

Event description:
It was reported that the patient was experiencing seizures lasting 30-45 seconds. The patient does not remember events during the episodes. Reports no headache, speech difficulty, or numbness. The patient is not on medication for seizures as this was the first seizure in 17 years. No evidence of bleeding, MRI not possible. The patient was prescribed keppra. Electroencephalogram (eeg) was normal. No further seizure like activity was noted and event resolved on (B)(6) 2020.